Event description:
MFR reference report: 1627487-2019-07043.

Manufacturer narrative:
Investigation results will be provided when the evaluation is completed.

Event description:
MFR reference report: 1627487-2019-07043. It was reported upon interrogation of the patient's scs system the impedance was abnormal. Consequently, the physician decided to replace both the lead and extension as both exhibited abnormal impedance. The replacement lead resolved the problem and the patient's pain relief was restored. All was well with the patient postoperative.